Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Based on the results of the investigation, we believe that the phenomenon occurred because traces of water ingress were found in the scope connector. As for the cause of the water ingress in the scope connector, since there was no water leakage (air leak) in the scope connector itself, it is possible that water ingress occurred through the vent cap (with a check valve that automatically releases air when the internal pressure rises) used for water leakage testing due to one of the following factors. - a cap or leak detection tube is attached to the vent in the liquid - a foreign object such as a piece of a cleaning tool is stuck in the check valve of the ventilation nozzle. - the water leak detection tube was connected with water droplets adhering to the inside of the water leak detection tube nozzle or in the gap of the ventilation nozzle. - the check valve was hit directly by running water with strong water pressure, or the check valve was rubbed hard with a brush etc. In the liquid. - the leak detection tube has broken down due to aging (packing wear, etc.). Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed an error 315. The issue occurred during preparation for use. The unknown therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is found that the endoscope connector and the endoscope connector cover had fluid leakage. Water or moisture may have intruded into the endoscope, causing the circuit board in the endoscope connector to break. As a result, it led to the subject event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance for this device.

Event description:
Additional information was supplied by the customer. Unknown diagnostic procedure. The intended procedure was completed without delay.